Manufacturer narrative:
H3 other text : not available.

Event description:
The reported event occurred during a right hemi hip procedure with a cemented stem. The cement was mixed and the acm delivery system was used to begin injection of the cement into the medullary canal. During cement injection, the nozzle of the acm came off. The surgeon re-attached the nozzle of the acm, which took 1-2 minutes. The surgeon was able to inject the remaining viable cement in the acm and continued with the procedure. It was reported there were challenges when placing the size 5 stem, as it was sitting 2cm proud. The surgical procedure required modification and became more complex when the surgeon removed the implant and used a curette to retrieve cement from the canal. All cement that had been injected could not be removed. A size 2 implant was placed, which sat 1cm proud. The size 2 stem was then removed. These steps of the surgical procedure occurred over approximately 60 minutes, at which point the procedure was concluded without a stem being implanted. It was reported the patient had developed an unspecified cardiac issue and later expired. This report is for the malfunction of the acm nozzle detaching during use, and the associated medical intervention. MFR report # 0002249697-2023-00570 was submitted to report the information regarding the associated cement and patient death.